Manufacturer narrative:
Stryker evaluated the customer¿s device but was unable to duplicate or verify the reported issue. After observing proper device operation through functional and performance testing the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that during testing, their device was unable to detect the connection to a simulated patient load. The customer advised that the device prompted them to ¿connect pads¿. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no report of patient use for the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that during testing, their device was unable to detect the connection to a simulated patient load. The customer advised that the device prompted them to ¿connect pads¿. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no report of patient use for the reported event.